Event description:
A 30-45 minute delay was caused from burring the fibula segments to fit the plate. The surgeon indicated he shifted the guide on the fibula. The guide registered well but likely in a different rotation. The patient will require a revision surgery.